Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that the catheter became fractured. The 100% stenosed target lesion was located at a site below the knee. A 6-french guidezilla¿ ii pv long guide extension catheter was selected for use. During the procedure, the gudezilla was used after it was inserted into a 5-french non-bsc introducer sheath. Then at the end of the procedure, while removing another device from the patient, a coyote¿ balloon catheter, it was noted that the guidezilla was fractured. There was no interaction between the coyote device and the guidezilla, and the coyote was easily removed. The cause of the detachment was an interaction between the guidezilla and the sheath. The connected part of the guidezilla became caught on the sheath's valve as the valve was hard. The guidezilla was removed and the detached portion came out from the hub of the sheath. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a 6f long guidezilla 2 guide extension catheter in two pieces. The device was bloody. The hypotube, collar, distal shaft and tip was microscopically and tactilely inspected. Inspection revealed a misshapen tip, a kink in the distal shaft located 14 cm and shaft abrasion 15 cm from the tip of the device, and a complete separation at the collar with excessive collar damage. The collar damage is consistent with damage done by excessive torque force. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user: "it is likely that the collar separation is related to the device being used with a guide catheter that is incompatible with the device." Bsc ID: a00725799 tw#: 5148001

Event description:
It was reported that the catheter became fractured. The 100% stenosed target lesion was located at a site below the knee. A 6-french guidezilla¿ ii pv long guide extension catheter was selected for use. During the procedure, the gudezilla was used after it was inserted into a 5-french non-bsc introducer sheath. Then at the end of the procedure, while removing another device from the patient, a coyote¿ balloon catheter, it was noted that the guidezilla was fractured. There was no interaction between the coyote device and the guidezilla, and the coyote was easily removed. The cause of the detachment was an interaction between the guidezilla and the sheath. The connected part of the guidezilla became caught on the sheath's valve as the valve was hard. The guidezilla was removed and the detached portion came out from the hub of the sheath. No patient complications were reported and the patient's condition was good.